Event description:
It was reported that a patient underwent an unknown procedure with bryan disc implantation. Approximately 6 months post-op, the patient presented with neck pain. The surgeon decided to revise the patient. During the revision, the surgeon noted that the implant was not "healed in the bone, it was stuck loose between the two endplates". The surgeon noted that the prosthesis was in good condition but "on the surface, the titan spray was also loose". "The prosthesis was replaced by a fusion". No further details are known at this time.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination of the associated returned bryan disc reveal voids and raised portions of the titanium porous coating on one side of the implant outer shell. Additional examination via micro-CT imaging of the area immediately around the coating voids and within the raised portions of the coating surface found individual coating beads appear to be sintered together. No evidence was found to suggest insufficient sinter bonding as the mechanism of failure. Voids and raised portions of the coating is consistent with bony ingrowth of the titanium coating mechanically bonding in vivo, subsequently resulting in mechanical overload during explantation. After visual, optical and radiographic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.